Event description:
This spontaneous report was received on (B)(6) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified, twice a day for oral hygiene (route dental, lot number 17811sg m1, expiration date unspecified). After one week, while using the toothbrush, the consumer noticed that it broke in half, about an inch under the design hole in the middle of the toothbrush. The consumer stated the device was used in the past and did not observe the breakage earlier. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The device name was updated from reach toothbrush unspecified to reach total care plus whitening toothbrush. This report remains reportable malfunction case in the united states. Additional information received on (B)(6) 2013. A review of the trending data revealed an increase and could be attributed to an increase in shipment quantity. Device history review was acceptable. There were no related manufacturing or facility issues found and no changes made to the design, formula, packaging or labeling within in a one year review period prior to the date of manufacture of the lot. Retain sample was evaluated and met specification. The returned sample received was broken and the break occurred due to high compression forces at the thinnest point on the handle. It was confirmed that the returned toothbrush was manufactured according to specification therefore the disposition of this complaint was undetermined. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified, twice a day for oral hygiene (route dental, lot number 17811sg m1, expiration date unspecified). After one week, while using the toothbrush, the consumer noticed that it broke in half, about an inch under the design hole in the middle of the toothbrush. The consumer stated the device was used in the past and did not observe the breakage earlier. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The device name was updated from reach toothbrush unspecified to reach total care plus whitening toothbrush. This report remains reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified, twice a day for oral hygiene (route dental, lot number 17811sg m1, expiration date unspecified). After one week, while using the toothbrush, the consumer noticed that it broke in half, about an inch under the design hole in the middle of the toothbrush. The consumer stated the device was used in the past and did not observe the breakage earlier. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.